Event description:
Pt had surgery here at (B)(6) on (B)(6) 2012 for a shoulder rotator cuff tear. The repair involved placing a mesh graft in the shoulder. On (B)(6) 2012, pt returned to surgery for a surgical site infection, which consisted of irrigation, debridement of previous surgical site with removal of infected graft.